Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Attorney.

Event description:
It was reported that patient presented to clinic for follow-up, and high capture thresholds were observed. X-ray revealed possible micro-lead dislodgement. The lead was explanted and replaced.